Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The device lot number was not provided; therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy of a fluid filled cyst, the tubing that connects the needle to the vacuum allegedly detached, spraying fluid. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number is unknown. Visual/microscopic inspection: the device was returned. The sample was clean. The cannula was retracted, exposing the sample notch. The syringe was received at approximately the 0ml mark. The vacuum hose was received detached from the syringe. There were no other visual anomalies noted on the device. A dimensional inspection was conducted. The components of both the hose and syringe were measured and found to be within specification. Functional/performance evaluation: in order to completely load the probe into the driver, the turning raster was moved until the cannula and stylet were in their initial position and the vacuum hose was reattached to the syringe. The probe was installed into the in house driver with no issues. The driver reset the cannula and syringe to their initial positions and the lights flashed green, indicating that the probe was ready to take a sample. The device was then primed and functionally tested in a chicken breast one time at each raster position, for a total of 12 tests. Each time the device underwent the following processes: initial reset, sample acquisition, sample ejection, and priming/firing. The probe primed, fired and acquired a sample each time with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: one vacora biopsy needle was returned for evaluation. The investigation is confirmed based on the as-received condition of the sample. The device was returned with the hose disconnected from the syringe. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current vacora biopsy probe instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Additional MFR narrative: date received by MFR. Describe event or problem, device evaluated by MFR?, (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a ultrasound guided breast biopsy of a fluid filled cyst through normal density tissue, the tubing that connects the needle to the vacuum allegedly detached, spraying fluid. Reportedly, a coaxial was not used and the procedure was completed with another needle. There was no reported patient injury.